Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, atrial noise resulting in over-sensing was reported. The patient was stable and will continue to be monitored. The lead was implanted in (B)(6) 2011, the exact date is unknown.